Event description:
On july 19, 2006, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the shoulder, the patient was reported to have sustained a burn (severity unknown) to the patient's shoulder resulting in scarring. It was reported that the device suction line was not attached, but was clamped off and leaked onto the patient resulting in a burn to the patient. No further information available on the patient's current condition.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation. It was reported the device was not used with suction and leaked onto the patient resulting in a burn to the patient's shoulder. The instructions for use for the device provides the following warning "for wands with suction, failure to attach the suction adapter may cause thermal injury to the physician or patient."